Event description:
It was reported that after a fall, the patient had no stimulation and a loss of therapeutic effect. The patient fell over a recliner and landed on their side. An x-ray was taken, but it was unknown the exact location of the x-ray. Impedance readings were also greater than 4000 ohms on all of the unipolar pairs. The need for surgical revision was reviewed. Additional information was requested.

Manufacturer narrative:
(B)(4).